Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction a device problem related to the operator's technique or use environment. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-120mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 278mg/dl and 294mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern mostly was the test she performed yesterday that her result was 412mg/dl and 379mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 150-120 mg/dl fasting. Verified the strips expire 02/28/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 278mg/dl and 294mg/dl not fasting. Reviewed meter memory: 272mg/dl (B)(6) 2015 05:42:00 am fasting no; 244mg/dl (B)(6) 2015 05:26:00 am fasting no; 378mg/dl (B)(6) 2015 08:09:00 pm fasting no; 382mg/dl (B)(6) 2015 08:08:00 pm fasting no; 221mg/dl (B)(6) 2015 03:44:00 pm fasting no. Customer concerns mostly was the test she performed yesterday that her result was 412mg/dl and 379mg/dl. No adverse event reported.